Manufacturer narrative:
Product analysis summary: there was insufficient information to determine the cause of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that while in the ent software, there was a localizer not connected error on the left side of the registration screen. When tracking details were opened, there was a fault next to the emitter. This occurred pre-operatively with less than one hour delay to surgical delay. There was no reported impact on patient outcome.